Event description:
Information was received from a patient (pt) via manufacturer representative who was implanted with an implantable neurostimulator ( ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the pt has had retention issues for "a while" and has been catheterized for the past 3 weeks. Pt reported they spoke to a medtronic rep this morning and was told to increase therapy strength and increase again if pt adapts to the stimulation. Pt rep stated pt is no longer feeling stimulation, but was walked through increasing therapy strength. Troubleshooting confirmed patient felt comfortable stimulation in bicycle seat area. Pt will maintain stimulation level and will continue to track symptoms. Pt rep was concerned about leaving therapy strength for a couple of days if pt continues to retain urine and pt rep was redirected to discuss further with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.